Event description:
It was reported that the device was fractured. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat peripheral artery disease. During removal, it was noted that the device had fractured. The device was able to be removed intact. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event was not reported despite multiple inquiries; therefore, date of event was estimated to be the date boston scientific became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event and patient information, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.